Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a reaction to the suture after being removed post-operatively. Infection was also developed on follow up. The patient was treated for dehiscence and infection. There was no hospitalization, but there was a tissue damage. An intervention was done to prevent a permanent impairment of a function.